Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device, separation and unexpected medical intervention appear to be related to circumstances of the procedure. In this case, since the contrast ratio used was less than the required percentage, it is unknown if the instructions for use (IFU) violation caused or contributed to the reported complaint. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, manufacturing, deflation technique, loose connection with the indeflator, contrast concentration, tortuous anatomy, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. It was reported by the account that there was resistance during removal. In this case, it is likely that since the balloon was unable to completely deflate, it interacted with the patient anatomy and/or accessory device, resulted in the reported resistance and subsequently the balloon separated, as difficulty was encountered. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017 - improper or incorrect procedure or method - contrast incorrect.

Event description:
It was reported that the procedure was to treat in stent restenosis in the superficial femoral artery (sfa). The 6x60mm armada 18 balloon dilation catheter (bdc) was used in the procedure with a 1/3 contrast to 2/3 saline ratio. Post balloon dilatation, the balloon was only able to be partially deflated and during removal of the bdc resistance was noted; therefore, a 20cc syringe was used to withdraw air from the balloon. When the bdc was outside the patient the balloon was noted to have become separated from the delivery catheter. Therefore, a snare was used to retrieve the separated balloon. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.